Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer inspected the system onsite and checked the input voltage on the m-cabinet, finding no voltage present. Upon further inspection, the engineer discovered that the wall mounted emergency power off button was engaged, cutting off the mains power to the system. To resolve the issue, the fse disengaged the power off button, and the system resumed normal operation. The system was handed over to the customer, working as intended. Based on the information available, it is understood that the user engaged the wall mounted emergency power off button by accident; there was no malfunction with the azurion system. At the time this complaint was received, philips did not have enough information to exclude the potential for a philips system malfunction, and as such the complaint was reported. Since that time, it was identified that there was no malfunction with the azurion system, and as such philips concludes that the complaint is not reportable.